Manufacturer narrative:
This report is for an unknown guide/sleeve/unknown lot. Part and lot number are complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent a femur fracture procedure on (B)(6) 2019, with the dynamic hip screw system (dhs). During the procedure, one wrench broke when tightening one of the screws. A second set was requested, and the other wrench was also damaged. The screw head that was being tightened was also damaged and could not be removed. The surgical team decided to finalize the procedure and program a hip prosthesis. Concomitant devices: dhs/dcs plate (part: unknown, lot: unknown, quantity: unknown), screws (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown guide/sleeve. This is report 6 of 6 for (B)(4).